Event description:
Reporter stated that pt obtained a blood glucose result of 101 mg/dl, while using the suspect device. Pt's blood glucose was immediately retested on a physician's device with a reported result of 600 mg/dl. Based on the value obtained on physician's device, pt was given 10 units of insulin lispro. Two days later, pt's blood glucose reportedly measured 101 mg/dl on the suspect device, and 35 mg/dl on a nurse's device. Based on the value obtained on the nurse's device, pt was given juice and crackers. No pt injury was reported. Reporter noted that qc testing had been performed on the suspect device; however, reporter did not know the results. Technical support requested the return of the suspect product and replacement product was shipped.